Event description:
The event is reported as: "complaint alleges that the crna pulled miller #0 blade to begin intubation. The crna positioned the blade onto the fiber optic handle and noticed the plastic piece on the underneath side of the laryngoscope blade was broken and was unable to use the laryngoscope blade for intubation." No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.